Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. No issues were found in the event history log. Functional testing was not able to duplicate the customer reported issue. The device functioned normally during testing.

Event description:
It was reported that the pump goes into occlusion alarm after 5 minutes of operation, despite having changed the tubing several times. There was unknown patient involvement. No patient harm/adverse event was reported.